Event description:
The manufacturer received information alleging an everflo oxygen concentrator had evidence of damage to the power cord. There was no report of patient harm or injury. The device was returned to a third party service center for evaluation. It was reported the power cord had evidence of thermal damage to the power cord. Photographs were reviewed and the manufacturer confirmed the power cord had evidence of thermal damage. Based on the photographs, it appears the device was placed too close to a hard surface. This caused the power cord to bend, creating weakness in the power cord. Product labeling states, "keep the device at least 15 to 30 cm away from walls, furniture and especially curtains that could impede adequate airflow to the device. Do no place the concentrator in a small closed space (such as a closet)."